Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm was able to reproduce the customers reported issue and verified the issue in the log files. The stm replaced the scroll compressor then verified normal function. Unrelated to the reported issue, the stm replaced the ECG trunk cable because no ECG trunk cable was attached to the system at the time of repair. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. It is expected that the suspected faulty scroll compressor will be returned to getinge's national repair center for failure analysis; a supplemental report will be submitted upon completion of failure analysis.

Event description:
It was reported that during power up and prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) would generate an error code #14. It was later reported that the system would power up with a fault # 14 displayed on the screen. The iabp unit was removed from service and replaced with a back up iabp unit. There was no patient involved; thus, no adverse event reported.

Manufacturer narrative:
The suspected faulty scroll compressor was returned to getinge¿s national repair center (nrc) for evaluation. A senior repair technician inspected the scroll compressor and observed no visual damage. The national repair center installed the scroll compressor into the cardiosave test fixture and tested the board to factory specifications per procedure. After approximately three weeks of pumping the cardiosave test fixture, the national repair center could not verify the failure of error code number 14 at startup. The scroll compressor passed testing. Retaining the scroll compressor in the national repair center per procedure.

Event description:
It was reported that during power up and prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) would generate an error code #14. It was later reported that the system would power up with a fault # 14 displayed on the screen. The iabp unit was removed from service and replaced with a back up iabp unit. There was no patient involved; thus, no adverse event reported.